Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent alert 38 indicating a motor stall with consecutive stalled motor events on the insulin pump, which persisted despite multiple restarts until a full supply change was performed after a successful dry run; the agent advised that a bent needle in the connector could be contributing and guided the user through replacing the cartridge, connector, and infusion set, after which insulin delivery resumed. Symptoms included no reported adverse clinical effects. Outcomes included restoration of insulin delivery without need for medical intervention or hospitalization. Investigation included customer troubleshooting, pump restart, dry run verification, and a full supply replacement. Investigation of this case revealed a supply-related obstruction or misalignment consistent with a bent connector needle leading to motor stall alerts, which resolved with new supplies. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable supply issue consistent with component-related obstruction.